Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter displayed a low battery message when the meter powered on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that she first noticed the battery indicator symbol on (B)(6) 2017. The patient manages her diabetes with a combination of insulin and oral medication. She reported that ¿right after¿ the battery symbol appeared, she developed ¿cold sweats and a dry throat¿. She reported that for the whole of (B)(6) 2017, she ate less. She denied receiving any treatment for her symptoms above and beyond the usual diabetes care and management routine. At the time of troubleshooting, the cca noted that the meter was not being used for the first time and based on the information provided, there had been no misuse of the meter. Also, based on the information provided, the meter¿s battery needed to be replaced; however, the patient did not have a replacement battery to insert into the meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event, i.e. Cold sweats and dry throat, after obtaining the battery indicator symbol on the meter.